Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 41 mg/dl at the time of incident and current blood glucose was 395 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The customer stated that they did not alleging insulin pump was over delivering. Customer stated they did self test and received hardware low level failure alarm. Customer was able to clear the alarm, able to rewind. Customer stated that self test was passed. The insulin pump will not be returned for analysis.